Event description:
In 2008, the pt reported that the infusion device was beeping continuously and the display was blank. She was advised to insert a new power pack and the infusion device functioned properly. She stated that the power pack in the infusion device had been in use "definitely longer than 2 weeks" and it was expired. She was advised to discard all expired and recalled product. She stated that she was aware of the power pack recall, and she did have corrected power packs. No physiological effects were reported.

Manufacturer narrative:
No product will be returned for evaluation.